Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that device passed visual inspection; functional testing revealed that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The cell over voltage condition is an additional observation not related to the reported event which can most likely be attributed to an over-voltage fault by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Failure analysis of the returned controller revealed that the device passed functional testing; visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Supplemental testing was performed, and the test results revealed that the gold-plating of the controller pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data files revealed several premature power switching events due to momentary disconnections involving (B)(4), as well as momentary disconnections which did not lead to power switching involving (B)(4). Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching and beeping events after lubrication can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), mfg date: 2017-12-23 (B)(4). Heartware ventricular assist system ¿battery/ (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), mfg date: 2017-12-23 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), mfg date: 2017-12-23 (B)(4). Heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), mfg date: 2017-12-02 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), mfg date: 2017-07-31 (B)(4). Heartware ventricular assist system ¿battery/ (B)(4) / model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), mfg date: 2017-12-02 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries and controller exhibited power switching. It was noted that after power source lubrication, the patient observed single beeps and batteries switching sides prior to 25% charge capacity. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.